Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the unit had a frozen screen and nothing on the bipolar and monopolar settings hence replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. Erbe was analyzed and the customer reported complaint was confirmed. A review of the logs found the reported error confirming the fault occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The unit was placed on a well-known system and on startup unit displayed error u-02. The probable root cause could be attributed check master failures. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the erbe had issue. Site reported this issue had occurred on another procedure. This record captures the previously reported issue. The following is captured from related record. Site tried rebooting the erbe. Site pulled the power cord from the erbe and let it sit for 2 minutes and then powered back on but the error remains. Site proceeded with the case without the erbe. The procedure was completing as planned with no reported injury.